Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell off. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, per additional information received, the needle fell into the patient cavity and was retrieved with graspers. A new reload was opened.